Event description:
It was reported that the patient presented remotely via merlin.net. The transmission showed that there were automatic mode switch (ams) episodes from noise over-sensing were noted on the right atrial (ra) lead. Programming changes were discussed but not made. The patient had no adverse consequences.